Event description:
It was reported that the expedium screwdriver tip broke off during a procedure. The tip became stuck within the screw head making it impossible to retrieve. The rod and set screw were placed over the top of the trapped screw. There was no delay in surgery completion time as a result.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection revealed that the distal tip of the driver had fractured. The broken tip was not returned with the driver. The device was then forwarded to the lab for fracture analysis. During sectioning of the tip for scanning electron microscopy (sem) fracture analysis, the sectioning blade advanced to deep into the cross section of the driver¿s tip and the sectioned piece was tossed from the cutting fixture. As such, the sectioned tip was lost resulting in the inability to perform further analysis. A review of the device history record for the expedium quick connect poly driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the expedium si quick connect driver was conducted on the specific code from the complaint as a device family does not exist for this instrument. There was no harm to the patient indicated in this complaint however instrument grade material remains implanted in the patient which could possibly change the course of post operative care and could further necessitate the need for medical intervention in the future. As such, potential harm may exist if the fault were to recur. Review of complaints found trends exceeding the upper control limit. The expedium si poly driver broken tip failure code was reviewed. It was concluded that all risks have been identified and are found to be acceptable for this failure mode. As such, the benefit outweighs the risk and no further actions will be taken as a part of this complaint file. The root cause is unknown however the driver may have been subjected to a higher than anticipated stress resulting in tip fracture. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the devices. Additionally, the expedium si poly driver recently underwent a post market review which concluded that all the risks have been identified and are considered acceptable for this failure mode. Therefore, this complaint will be closed with no further action required.